Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dyspnea is listed in the xience xpedition, everolimus eluting coronary stent system), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient presented with chest tightness a 2.5x23mm xience xpedition stent was successfully implanted in the 80% stenosed lesion, in the distal circumflex (cx) coronary artery. The patient recovered well and was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for dyspnea. Angiography showed no restenosis in the original stent. Per the physician, the relationship between the event and the device is not known. No additional information was provided.